Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of aortic valve stenosis, dyslipidaemia, hypertension, previous acute myocardial infarction, previous acute pulmonary oedema, coronary artery disease, and renal failure (not on dialysis) underwent an implant procedure with the evolut pro valve on (B)(6) 2022. The patient also had pre-existing right bundle branch block on electrocardiogram. A pacemaker was placed on (B)(6) 2022. The patient was discharged home on (B)(6) 2022 with a third-degree atrioventricular block.